Event description:
The complainant reported that a patient on impella support experienced venticular tachycardia and bleeding after coronary artery bypass graft. Heparin was added to the impella purge the next day. Systemic heparin was held as the patient experienced atrial fibrillation with rapid ventricular response overnight. Amiodarone bolus times 3 was given and the patient continued on the amiodarone drip. The plan was to cardiovert that day. Two days later, the patient went back into atrial fibrillation and was taken to the operating room for vascular removal due to the patient's low platelet levels and lack of systemic heparin. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.